Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an under-infusing issue of the device to the customer service representative at zyno medical on (B)(6) 2017. "Time settings are not coordinating with the flow rate. I do not know what the settings where and the flow rate. It was noticed while an employee was trying to infuse and the patient was not injured. My employee noticed this (B)(4). No patient information was reported by the user.

Manufacturer narrative:
The user-reported under-infusion issue was not confirmed. The device was found to have a flow rate accuracy of 0.33%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00293).